Event description:
The company was informed that a flap revision surgery was performed for the pt. The pt's thick flap caused intermittency issues with the pt's equipment.

Manufacturer narrative:
Advanced bionics considers the investigation into this event to be closed. The company was informed that the pt continues to use the device. The pt's device remains implanted. This is a final report.